Event description:
In 2009, baxter was notified of a complaint from a customer reporting that their transfer set, lot number unknown, had its tubing come off of the plastic piece which holds the titanium adapter. The problem occurred during night therapy. The home patient's (hp) immediate reaction was to reconnect, however, a family member convinced him to disconnect and stop therapy to go to the hospital. The hospital changed the transfer set and released the hp. The hospital will inform the sales specialist if peritonitis occurs. The sample has been reported as being available for evaluation. There was no patient injury or medical intervention reported.

Manufacturer narrative:
Baxter is attempting to obtain the sample. When the results of evaluation are available, a follow-up report will be submitted.